Event description:
It was reported that the patient underwent an incision and drainage on (B)(6) 2025 due to infection at the ipg site.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicates the patient experienced infection at the ipg and anchor site and did not resolve from the incision and drainage. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted. The patient was prescribed antibiotics to address the issue.

Manufacturer narrative:
An infection at the ipg and anchor site(s) was reported to abbott. Surgical intervention was undertaken wherein the system was explanted. The patient was prescribed antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.